Manufacturer narrative:
The device was used in off label implantation in the mitral position. As there are no specific IFU or training materials related to mitral procedures, the available training materials were reviewed only for information potentially relevant to the device use. Per the instructions for use (IFU), valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement (thv). According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the native valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct sizing, alignment, and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest procedural factors (off label operation) may have caused or contributed to this event. Per the instructions for use (IFU), left ventricular outflow tract (lvot) obstruction is a known potential adverse event associated with the transcatheter valve replacement (thv). Lvot obstruction in patients who undergo transcatheter valve replacement is a well-recognized postoperative complication. In most cases of postoperative lvot obstruction, the obstruction results from the protrusion of the valve into the lvot or from abnormal subvalvular positioning of the valve. Additionally, lvot obstruction may occur postoperatively if there is a narrowed mitral-aortic angle, or due to a thickened interventricular septum. Other possible causes include a hyper contractile left ventricle or atrial fibrillation. Obstruction of the left ventricular outflow tract can also be caused by patient factors (anterior mitral leaflet protruding into the lvot) or procedural factors (positioning of the valve within the annulus). Inaccurate deployment is generally a result of use error or a combination or patient and procedural factors. In some cases, this would not cause hemodynamic compromise but may result in an increase in the subvalvular lvot gradient. In other cases, lvot obstruction could result in clinically significant hemodynamic compromise that may require additional intervention to correct. In this case, a lampoon and alcohol septal ablation (asa) were performed prior to valve implantation in an attempt to mitigate the risk of lvot obstruction, but after the valve was deployed, high gradient had developed due to lvot obstruction. Approximately 1 day post transcatheter valve replacement procedure, the patient passed away. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the native valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct sizing, alignment, and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient factors may have caused or contributed to this event as a lampoon and asa were performed prior to valve implantation in an attempt to mitigate lvot obstruction. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist (fcs), during the off label transseptal transcatheter mitral valve replacement (tmvr) procedure with a 29 mm sapien 3 ultra resilia valve in the mitral annular calcification (mac), post valve deployment, the patient was noted with a high gradient in the left ventricle (lv) cavity (100 mmhg). Additionally, it was noted that the valve had migrated into a more atrial position. The valve was post-dilated and stopped migrating. The gradient was noted to have decreased to 70 mmhg at this time. The patient was stabilized with inotropes and a balloon pump. The patient was then transferred to the intensive care unit (ICU). It was noted that the mitral valve in mac procedure had been performed with lampoon and alcohol septal ablation (asa). Additional information was received revealing the patient passed away approximately 1 day post tmvr procedure. There was no allegation of an edwards device being deficient and causing or contributing to the event. It was noted that the lampoon and asa were performed prior to valve implantation in an attempt to mitigate the risk of left ventricular outflow tract (lvot) obstruction, but after the valve was deployed, high gradient had developed due to lvot obstruction.